Manufacturer narrative:
The ventilator was not investigated by our field service engineer. The user facility performs their own repair and will complete repair. No parts have been returned. The consequence to this kind of mechanical damage is, that the user interface gets detached and, in the worst case scenario, falls off the ventilators' carrier. It is unknown under which conditions the reported user interface holder broke, but exposure to forces greater than those it was tested for may lead to breakage.

Event description:
It was reported that the user interface holder broke. There was no patient involvement. (B)(4).